Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks. Boston scientific technical services (ts) reviewed data and verified that patient was in atrial fibrillation (af) with rapid ventricular response (rvr). Additional information indicates that therapy exhaustion occurred wherein af with rvr was first detected in the vf zone and quick convert therapy was delivered. It was noted that the rvr was redetected in the ventricular tachycardia (vt) zone and rhythm discriminators were not consulted because during redetection it was rate only. The patient exhausted anti-tachycardia pacing (atp) and all shocks programmed in the ventricular tachycardia (vt) zone. Furthermore, device reprogramming was done. This ICD remains in service. No adverse patient effects were reported.